Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on an unknown date. A 6f procedural sheath was used to obtain access to the common femoral artery (cfa). A pre-procedural femoral angiogram was taken which revealed no presence of calcium. Post procedure, the physician who was trained to the mynx, chose the device for femoral arterial closure. The physician reportedly deployed the device and upon retracting the balloon to the arteriotomy, a balloon rupture occurred. The device was removed and the patient was converted to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.